Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s936usqs6byif, hardware: sm-s936u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 430 mg/dl while wearing the pod on the arm between 36 and 48 hours. Symptoms reported include pain to move, bones were burning from the inside, really tired, nausea, thirsty, and very sentimental. The patient was diagnosed with diabetic ketoacidosis (dka) and high ketones. The patient was treated with saline and insulin intravenously and potassium. The patient was sent home on same day.